Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels that started when they got out of the hospital for being sick and elevated blood glucose. Blood glucose level at the time of the incident was 324 mg/dl. Blood glucose level at the time of the call 361 mg/dl. Customer treated with bolus. During troubleshooting, the customer was advised to change the entire set and treat per hcp's instructions. Customer will be going back to the hospital due to feeling sick and high blood glucose. The insulin pump was not replaced or returned for analysis. Frn reservoir unknown. Infusion set.